Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened during a nephrectomy case. The jaws were not applied to tissue when this occurred. Another instrument of the same type was opened and used to successfully complete the procedure. There was no patient injury during the case.

Manufacturer narrative:
(B)(4). Date of follow-up report : 07/20/2016. One used ls1500 was received for evaluation. Visual inspection found that one of ski guide pins had disengaged from the ski guide lever that attaches to the handle of the device. The pin was returned. The customer reported that the jaws of the device would not open. The reported condition was confirmed. Pmv investigation found the ski guide pin partially disengaged when received. The latch was latched and unlatched 50 cycles and functioned properly. A measurement of the ski pin hole and pin diameter found that the fit joint was acceptable and the pin would not protrude without axial force. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode.